Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ defibrillator is experiencing an operational check failure. It is unknown that if patient involvement.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ defibrillator is experiencing an operational check failure. There was unknown patient or user involvement.